Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a critical ram parity error por (power on reset) on (B) (6) 2009 at 11:43:15.

Event description:
Power-on-reset parameters were reported, including "critical memory parity" error. The device remains in use. No patient complications have been reported as a result of this event.